Event description:
The patient was treated for mcrc. The patient was treated in a sequential lobar fashion with sir-spheres in (B)(6). At some point the patient developed a complication of treatment, gastric ulcer. The patient has had medical intervention and been hospitalized twice. Surgical intervention (jtube) is being considered. The patient's daughter reported this event. The below is an email from patient's daughter I am an oncology nurse at (B)(6) and have read many articles looking for further data on long term complications without much resolution. I am hoping you may be able to forward my email or direct me to someone that could provide further information regarding serious complications to the y-90 treatment. My mother had y-90 treatment for stage IV colon cancer with liver mets back in (B)(6) as they had to treat each lobe of the liver. The y-90 ended up in her stomach and she was hospitalized twice, has had four dilations and has been treated with a pharmacy of medication. She has since lost 40 pounds and I have taken her for two gi consultations to see if anyone could offer an additional information or treatment options. We have looked into j-tube or tpn but haven't got to that just yet, there was concern of placing a stent which was another discussion. I am grasping at straws to find out if anyone has provided alternative treatment options for this potential complication or if there is further data on long term affects from this complication as this has severely affected her quality of life as we both know is limited with her diagnosis.